Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: d4 (lot), d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed, saline did not expel from the distal end and a kink in the sheath was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that while using the single use injector no fluid was coming out of the injection needle. The reported malfunction occurred during a therapeutic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.